Event description:
It was reported that occasionally loss of pacing occurred, during which the patient experienced complete heart block at 45 bpm and dizziness. Loss of pacing and patient symptoms were reproducible during lead impedance measurements. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.